Event description:
During preventative maintenance, the thermogard console (sn (B)(6)) failed the functional test and displayed a "coolant low" message. No patient involvement.

Manufacturer narrative:
During preventative maintenance of the thermogard console ((sn b)(6)), the device failed the functional test and displayed a "coolant low" message. The root cause of the observed failure was a defective rj45 cable. The rj45 cable was replaced to address the observed problem. Following the service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).